Event description:
Boston scientific was notified of an event where access to a internal carotid artery aneurym was gained with an excelsior sl-10 microcatheter and a transend ex .014" /205 floppy guidewire. Anatomy was quite tortuous, so access was difficult but successful. A transent .014" floppy 300 cm guidewire was introduced through the microcatheter, then the microcatheter was removed. The neuroform2 microdelivery stent system was assembled and advanced along the guidewire; however, the system could not get access the aneurysm site. Vasospasm was noticed, and the case was aborted. It was felt that the many manipulations with the original guidewire (transend ex .014"/205 floppy), excelsior sl-10 microcatheter, and then the neuroform2 microdelivery stent system in the tortuous anatomy caused the vasospasm. The pt will be brought back for the stent and coiling procedure at a different time.